Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a reaction to the anesthesia leading to kidney failure. The patient was hospitalized and has been discharged since. There have been no reports of further complications regarding this event.